Event description:
The husband of the deceased patient called and stated the the graft was implanted on 4/9/1998 for a renal artery bypass, and that on 4/24/98, the patient expired. The husband also stated that his wife's death was due to what he believes may have been a graft infection caused by staphylococccus, the source of the bacteria possibly being the post-operative environment. There is no further information available at this time. The incident was not reported by the hospital.